Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, product type catheter.

Event description:
Information was received from healthcare provider (hcp) regarding a patient who was receiving dilaudid 25mg/ml; 8.301/day, compounded baclofen 25 mcg/ml; 8.301/day and clonidine 50 mcg/ml;16.6 day via an implantable pump. Indication for use was non-malignant pain and chronic low back pain. It was reported the patient experienced a sudden change in therapy noted as withdrawal symptoms that started last week. The volumes were checked the previous week and were ¿right on¿ with no discrepancies. No further troubleshooting had been done. The patient was following up with the hcp on (B)(6) 2016. On (B)(6) 2016 the hcp attempted a dye study and roller study. Following the attempted dye study it was confirmed the catheter was kinked. The patient was being referred to the surgeon for an appointment on (B)(6) 2016. A catheter replacement had not been scheduled yet but was anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.